Event description:
Event description boston scientific crm received information that this device had reached end of life in may of this year after being implanted for 3 years. The patient was lost to follow-up and the caller is unsure how the device is programmed. The programmer is attempting to perform a factory parameter upgrade and is getting hung up. The device is on an advisory.